Event description:
The pes power cord had exposed wires and was sparking. When the cord was move slightly, the unit would turn off. The power supply was replaced.

Manufacturer narrative:
No device analysis results are available because the device was not returned. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
One cardiomems power supply was received for analysis. The complaint involving problems with power was visually confirmed on the power supply due to physical damage. There was no evidence of sparking during the investigation. Review of the device history record was not possible as the lot number is unknown.